Event description:
The customer reported that the system produced uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and ordered a new foot pedal, which was replaced by the customer. The system operates as intended.